Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). A 6fr non-bsc introducer sheath was introduced. A 035 non-bsc guidewire was advanced to cross the lesion. A 10x40mm epic stent was advanced and deployed to treat the lesion. Following stent deployment, an 8.0 x 20, 75cm mustang¿ balloon catheter was advanced for post dilation. However, upon the first inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.